Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist that stated the patient was seen for the start of a crown prep and root canal treatment on #4. Per recommendations and requirements to continue orthodontic treatment with byte, the patient cannot have any prosthetic work. It is recommended that aligner treatment be stopped due to work done on #4. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.